Event description:
Implant did not work as planned. Implant bent and expanded prematurely during the surgery. No adverse pt consequence was reported.

Manufacturer narrative:
Technical discussion between the manufacturer and the sales rep concluded that the implant probably expanded prematurely during the surgery due to a bad temperature management from the surgeon. Therefore, the root cause of this event is likely user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.